Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0590 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the PICC catheter to check for integrity, the operator found that there were sand holes with the catheter, which led to liquid leaks.

Event description:
It was reported that when pre-flushing the PICC catheter to check for integrity, the operator found that there were sand holes with the catheter, which led to liquid leaks.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A video of a 3fr s/l groshong catheter was returned for evaluation. The catheter appeared to have not been clinically used; no residual material was present on the device and the flushing stylet was still visible within the catheter lumen. Only the distal segment of the catheter was visible in the video. When the catheter was infused with a clear liquid, a dripping leak was noted emanating from the catheter shaft. The leak in the catheter was located between the distal tip of the inlaid stylet and the 3-position groshong valve. Microscopic examination, functional testing, tactile evaluation, and dimensional analysis could not be conducted without the physical sample. Therefore, the failure mode could be confirmed but the cause of the catheter damage could not be determined. Possible contributing factors could include sharp instrument damage or damage caused by the inlaid stylet. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot.